Event description:
Atrial unipolar lead impedance warning (less than 200 ohm) on (B)(6) 2022. Chronically high atrial capture threshold noted, atrial capture cannot be confirmed through cle transmission noted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).